Event description:
No augmentation occurred. The dr removed the sheathless guard from the catheter, then augmentation was normal. (Event complications: none from the event-reported 8/10/98.) (Pt's current status: unk-reported 8/10/98.)